Event description:
It was reported to philips healthcare that the device had a piece of etco2 tubing broken off in the etco2 inlet, therefore etco2 could not be acquired. There was no reported patient involvement.